Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Event description:
On (B)(6) 2014, the reporter contacted lifescan USA, alleging the subject meter read inaccurately high compared to two devices. The reporter stated that the subject meter read 25-50 points higher than a bayer contour meter and a doctor¿s meter. The reporter did not provide the specific results obtained with either of the devices. This complaint is being reported because the alleged inaccuracy issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.